Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that the device loss of telemetry and all functions were due to a severely depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. Product analysis lab tempe analysis revealed that the hybrid was functional throughout 329 hours of biased exposure in the 85c/85% humidity chamber. The hybrid was fully functional with no battery depletion mechanism, such as high system current drain or pors observed. No hybrid or caf related anomalies were observed. Battery analysis determined iron was detected on the discolored spots of the cathode, cathode separator and anode separator (facing lithium anode), which is a foreign material. It is believed that battery depletion was caused by this iron metal particle induced short. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was returned to the manufacturer after being removed and replaced for unknown reasons. The device subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.